Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power brick. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was unable to power on. The cause of the inability to power on was isolated to a defective power brick. The root cause of the defective power brick was unable to be positively identified. No adverse event resulted from the defective battery charger/modem's power brick. The last patient to use this battery charger/modem did not report any deficiencies.